Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited oversensing and the lead polarity was changed. On (B)(6) 2010 the patient experienced diaphragmatic stimulation. The system was reprogrammed.